Event description:
The customer received questionable results from several coaguchek xs meters. The customer performed a method comparison with a laboratory using siemens dade innovin reagent for 28 patients. Of the data provided, only the results for 7 were discrepant. The medwatch patient identifiers for the involved strip lot numbers are: (B)(6) for strip lot number 2977921; (B)(6) for strip lot number 30497311; (B)(6) for strip lot number 32264116; (B)(6) for the unknown strip lot number . There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.